Event description:
Device 3 of 3. Ref MFR reports: 1627487-2013-02313 and 1627487-2013-02314. The pt received two leads from the same lot as part of her scs system. It was reported the pt felt ineffective stimulation coverage and did not want to be reprogrammed again. She states she was interested in having her leads replaced with a paddle lead. She also reported she had discomfort at her ipg site. Follow-up identified the physician repositioned the ipg and explanted and replaced her leads with a paddle lead on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.